Manufacturer narrative:
"Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles, ischemia stroke and st segment elevation. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles and ischemia stroke are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. The known inherent risk of device cause code was selected based on the information provided within the event description. Ischemia stroke and st segment elevation are considered within the risk threshold of embolism. Embolism and hypotension are expected procedural complications addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that during the pulse field ablation procedure with faradrive sheath, the patient experienced st elevation followed by an ischemia stroke. After eight left superior pulmonary vein (lspv) applications and one left inferior pulmonary vein (lipv) application, the patient's blood pressure dropped. St elevation and block were noted, and treatment was attempted. Fluoroscopy revealed a shadow that appeared to be air in the left atrial appendage. The st elevation subsequently subsided naturally while nitroglycerin was being prepared, and the blockage was relieved. After that, an attempt was made to aspirate the air from the left atrial appendage, but it was not completely removed. The procedure continued, but a postoperative CT scan confirmed air in the left atrial appendage and cerebral infarction. Two days after the procedure, the patient is conscious but continues to have difficulty moving his right hand and right foot. The device is not available for return as it has been disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure with faradrive sheath, the patient experienced st elevation followed by an ischemia stroke. After eight left superior pulmonary vein (lspv) applications and one left inferior pulmonary vein (lipv) application, the patient's blood pressure dropped. St elevation and block were noted, and treatment was attempted. Fluoroscopy revealed a shadow that appeared to be air in the left atrial appendage. The st elevation subsequently subsided naturally while nitroglycerin was being prepared, and the blockage was relieved. After that, an attempt was made to aspirate the air from the left atrial appendage, but it was not completely removed. The procedure continued, but a postoperative CT scan confirmed air in the left atrial appendage and cerebral infarction. Two days after the procedure, the patient is conscious but continues to have difficulty moving his right hand and right foot. The device is not available for return as it has been disposed.